Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer stated the unit was sent in for repair and the problem could not be recreated. Customer also explained that this has happened with every scope, and they have also put replacement cv-180's in place and the results were the same. Customer said they have an nds monitor with a serial digital interface hook-up, which was suspected to be the issue. The customer was advised to connect to a different monitor to see if the monitor was the problem. The customer reported that the issue was resolved by changing the video cable and monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Customer reported to olympus, that the middle of the image started to go white while using the evis exera ii video system center. The issue was found during a diagnostic colonoscopy procedure, which was completed with a similar device. The procedure was delayed by 10 minutes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s complaint (white image) was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 15 years since the subject device was manufactured. Based on the results of the investigation, the white image was likely caused by the combined monitor or video cable problems. However, the root cause could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to d9 and h3. Olympus will continue to monitor field performance for this device.